Manufacturer narrative:
Customer service sent the customer 36 mm breast shields. In follow up with the customer, she indicated that she started using the breast pump with 24 mm breast shields and after a week of use, she started experiencing suction issues. The pump wasn't draining her milk and she developed an infection (mastitis). She saw a lactation consultant who diagnosed the infection, but did not prescribe any medication to treat it. She indicated that she was waiting to see if changing her pumping patterns and if the new breast shields will clear resolve her infection. At the time of follow up, the customer had not yet received her 36 mm breast shields and she was still experiencing the original issue. Add'l follow up has not been successful. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition. Page 294)]. The customer indicated that she developed an infection, but was not prescribed an antibiotic for treatment. Without add'l customer follow up, it cannot be determined that she actually had an infection. Because it appears that breast shield sizing was the cause of the customer's issue, and not a pump malfunction, it cannot be definitively concluded that the pump caused or contributed to the infection. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.

Event description:
The customer reported to customer service that the breast shield for her breast pump is too small. She was measured by a lactation consultant who recommended the 36 mm breast shields. The customer indicated that the breast shield gave her an infection.